Event description:
Patient reported obtaining back-to-back blood glucose results of 400 mg/dl, 140 mg/dl, 370 mg/dl, and 180 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. At the time of the report, patient no longer had the test strips that produced discrepant values. While on the line with technical support, quality control testing was performed on patient's current strip vial and the results fell within the acceptable range.